Manufacturer narrative:
This report is for a cassette with an unknown product code. The peritonitis event occurred on an unknown date in 2012. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The cause of the breach in aseptic technique was further described as due to the patient¿s cat bit the patient line. On unreported dates, the patient was hospitalized for the event and received unspecified antibiotic treatment for the peritonitis. At the time of this report, the patient had recovered from the event. It was not reported if pd therapy was ongoing. No additional information is available.